Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One implant was returned for investigation. Inspection of the as returned product confirmed that the device is fractured. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. K011028, k013227.

Event description:
It was reported that implant was removed due to fractured implant at tooth location 30.